Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that over the past week, multiple boluses have stopped in the middle of the bolus. The customer insisted the boluses were not stopped but the user. The customer's blood glucose was 400 (mg/dl). The customer declined to upload the pump data logs for review by tandem technical support.